Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgment during the surgery. As a result, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.